Event description:
Paramedics were called due to low blood sugar levels. It was indicated that customer just started on the pump and stated that no one told them to no long use long acting insulin while on the pump. The paramedics tested the customer when they arrived at the scene.